Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and passed. There was no data log available. A bin file analysis was performed and data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the arm. The patient noticed that she had hypoglycemia. There is no information about cgm, bg, alerts, or alarms. The patient experienced slow speech, loss of muscle coordination, and brain fog. The hypoglycemia was treated with carbohydrates and baqsimi nasal glucagon. After treatment, the patient experienced a fall, hitting her head and shoulder resulting in pain. Paramedics were called by an unspecified individual and the patient was transported to the emergency department (ed). There was no further medical intervention for hypoglycemia in the ed. There was no documentation of additional medical evaluation or intervention. At some point during the event, there was a report of sensor inaccuracy when the bg was 201 mg/dl while the cgm was 300 mg/dl. At the time of the report, the patient was experiencing hyperglycemia and shoulder pain and continued brain fog. Due diligence attempts to contact the reporter for more information were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Health effect - clinical code - e0131 speech disorder.